Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test per specification. 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings. Also found both sensor with bent cannula.

Event description:
Customer reported that the sensors gave inaccurate readings. The blood glucose reading was 181 mg/dl and the sensor reading was 80 mg/dl. The blood glucose readings are entered timely and accurately. Customer calibrates when the blood glucose is stable. She also reported weak sensor alerts. The sensor was removed and the cannula was bent. Customer was advised on proper calibration protocol. Nothing further was reported.